Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states the unit has 5721 hours and the unit has low purity from 84-87% with no codes.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the o2 level was within specification, and there was no indication of a failure of the alarms, so the original complaint issue was not confirmed.

Event description:
Dealer states the unit has 5721 hours and the unit has low purity from 84-87% with no codes.